Event description:
It was reported to philips that the system did not boot up completely. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found issue with the suite pc software and confirmed that the software had to reload to the suite pc. To resolve the issue, the fse reloaded suite pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.